Event description:
It was reported that the healthcare provider (hcp) ordered an MRI of the thoracic and lumbar spine for evaluation of granuloma. No further information was reported. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(6), implanted: 2011 (B)(6); product type catheter. (B)(4).